Manufacturer narrative:
This report is submitted on december 30, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 to undergo a revision surgery to replace the abutment that was damaged subsequent to sustaining a head trauma.